Event description:
Individual bottles of 25 test strips are not sealed. Cannot tell if an individual bottle has been opened once removed from sealed box. Two bottles of 25 test strips each are packaged in a sealed box labeled sure step pro 50 test strips. Once the sealed box is open, one bottle is used at a time. Label states discard 4 months after opening. Diagnosis or reason for use: glycemic control.